Manufacturer narrative:
The device was not returned to the service center for evaluation. Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. If additional information become available or if the device is returned at later date. This report will be supplemented accordingly.

Event description:
The manufacturer received a medwatch report that states during a stone removal procedure, the stone sheared off plastic from the inside of the device. It is unknown if the intended procedure was completed. There was no patient injury reported.